Event description:
It was reported to philips that the system gave an alert indicating the image drive was running out of space, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system gave image drive was full alert. Customer informed that even after deleting the old patient data, the issue persisted. Upon troubleshooting, the fse found that the data model consistency failed due to repairable inconsistency of 103 dangling recorded image lists. To resolve the issue, the fse repaired the database consistency, recreated image store and restarted system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.